Manufacturer narrative:
(B)(4). Device manufacture date: 07/21/2015-07/22/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed reddish-brown particles approximately 0.10 to 0.20 square millimeters in size embedded in the tubing material. Fourier transform infrared spectroscopy was performed and the particles were identified to be polyvinyl chloride (pvc) material. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter on the tubing of a large volume infusor. The reporter stated that it was unknown whether the particulate matter was inside or outside the tube. This was noted before patient use. There was no patient involvement. No additional information is available.